Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce the issue. The solenoid drive board was replaced and the issue corrected. The iabp was returned to the customer for clinical use.

Event description:
It was reported that during a routine check prior to use with a patient the cs100 intra-aortic balloon pump (iabp) display was switching on and off and the on/off switch was not working on battery. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that evaluate the iabp as mentioned in the initial emdr, reported that he installed the iabp's original solenoid driver board and main board (which was replaced earlier for switching problem) back in the iabp. No problem found was found. The iabp was working absolutely okay. The display switching on and off problem may be because of some loose connection. The iabp has all its original parts except for the front end board which was replaced for an ECG problem the fse encountered which was reported under mfg report number 2249723-2021-01545 (tw#(B)(4))). The fse then checked the iabp with demo balloon and trainer and found working okay. All functional and safety checks to meet factory specifications was performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.